Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-01632, 1627487-2023-01775. It was reported that during a revision (see related manufacturer reference numbers: 1627487-2023-01632 and 1627487-2023-01775), patient experienced two lumbar punctures. While still under anesthesia, blood patches were performed as a preventative measure. In turn, the procedure was aborted, and the remainder of the system was explanted. Patient was also given IV fluids.